Manufacturer narrative:
Investigation of this event is in progress, we are awaiting device return from the optometrist office for eval. Based on all info, no causal factors can be determined and no conclusion can be drawn.

Event description:
Optometrist office reported a pt was diagnosed and treated by an ophthalmologist from a different office for a corneal ulcer. The ophthalmologist states the pt was referred to her office by the emergency dept. The pt was seen by the ophthalmologist with complaints of right eye pain, tearing and photophobia that had been occuring for 10 days. The pt was diagnosed with an infectious corneal ulcer. No cultures were taken. The ulcer was not located in the central 6 mm of the cornea and there is no permanent decrease in visual acuity. The ophthalmologist notes the pt may have put two contact lenses in the right eye and only removed one of the lenses. Pt was treated with vigamox and tobradex for three days and is recovered. The cause of the event is unk.